Manufacturer narrative:
The device has not yet been returned to the manufacturer, so a proper evaluation of the cause of the reported er10 and power cycling issues has not yet been possible. Moog will update this report with new information as it becomes available. Device not returned to manufacturer.

Event description:
Customer reported that an enteralite infinity enteral pump alarmed and the display showed er10 during a feeding. After the pump alarmed, the customer was not able to turn off or restart the pump. (B)(4).